Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event "for about a week". The patient reported that they were not given antibiotics for the peritonitis and treatment received for the peritonitis event consisted of abdominal surgery to "clean out the infection". At the time of this report. The patient was recovering from the event. On an unreported date the pd catheter was removed and hemodialysis was started "for about one to two months". No additional information is available.